Manufacturer narrative:
The pump was evaluated in sligo, ireland. The bolus cord was not returned for testing. An infusion profile bolus only 1mg, with a lock-out of 5 minutes and total of 100mg ran and the pump operated within specifications. The pump also passed the diagnostic keypad, occlusion and air tests. It is possible, that the bolus cord used had a short.

Event description:
Report rec'd from abbott intl affiliate (abbott belgium) that states: "when you connect the remote bolus cord into the port, the pump gives a dose without pushing on the bottom of remote bolus cord." Pt info was not available. The medication being infused was not identified. The pump was set for a primary rate of 5ml/h with a bolus of 5ml available every 30 mins. The pt did not experience any adverse side effects. No further info was available.